Event description:
It was reported that the patient's blood glucose (bg) levels rose to 27.5 mmol/l (495 mg/dl). The patient noticed insulin leaking from the pod and then noticed that the cannula had not deployed as intended from the pod. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.